Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to faulty fsr (gold). The insulin pump was unable to perform basic occlusion, occlusion and excessive no delivery test due to prime/fill anomaly. The insulin pump passed the displacement test. The insulin pump passed the operating currents; no unexpected failed battery test or battery out limit alarms were noted. Cracked case lower corners of display window, cracked reservoir tube and lip, cracked battery tube threads, scratched display window, cracked belt clip slot and stripped coin slot battery cap were noted.

Event description:
It was reported that the customer passed away on (B)(6) 2013. The cause of death was hemorrhagic stroke cardiopulmonary arrest, brain stem, intercranial hemorrhage, malignant hypertension, chronic kidney disease. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been disconnected four days prior to death. The caller agreed returning the insulin pump for analysis.